Event description:
Pt being treated at home for pain/symptom control associated with advanced metastatic disease. Device infusing hydromorphone 50 mgms, buscopan 60 mgms and haloperidol 3 mg at a rate of 02 mm/hr for 24 hour delivery. Pt accidentally dropped the pump into a sink of water. Pt's spouse contacted nurse after pump had fallen into water. Spouse expressed concern that the pump was not working properly and stated that spouse had observed an unusual noise from the pump. Nurse noted that the syringe remained secured to the pump after the accident. Pt had decreased respiratory rate and drowsiness. No medical intervention required but the pt was admitted back into the hospice for supervision and monitoring for any potential complications.